Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: product testing will not be performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg site was red, warm to the touch and had not fully healed on the top indicating a possible infection was present. The patient stated she had recently gone to the emergency room due to tenderness and swelling at the ipg site at which time she was given an injection of antibiotics and some topical cream for her ipg site. The patient will follow up with her physician to determine any further action that is necessary to address the issue.